Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was an eri (elective replacement indicator) and there was an alleged/dissatisfaction with the ins longevity. The caller stated that the patient just went to the hcp today and said the battery was ok and to have the programmer changed. No patient symptoms or further complications were reported as a result of this event.